Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 500cc gel, catalog #3505004bc, lot number #5577353. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent augmentation revision with a mentor memorygel breast implant 500cc gel breast prosthesis. The deflation of the left implant was discovered during a consultation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 700cc gel breast prostheses on (B)(6) 2018. The patient experienced no accompanying symptoms.

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device. Gel was observed on the shell surface. During examination, product evaluation observed a rent at junction patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record ( DHR) of lot number 5581186 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/9/2018, mentor became aware of additional information regarding the investigation. The additional information is as follows: this device is applicable to be tested in accordance with device retrieval protocols ((B)(4) mentor memorygel post aproval device retrieval protocol). Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. Manufacturer¿s reference number: (B)(4).